Event description:
It was reported that customer experienced repeated minimum fill notifications while attempting to load cartridges into pump. There was no adverse impact to the customer's blood glucose level. Customer initially tried multiple cartridges without success, then cleaned pump pneumatic area as instructed and successfully loaded a new cartridge with technical support guidance, and later, when notification occurred again, customer removed and reloaded cartridge and was able to resume insulin deliveries; no additional information was received regarding any further outcome of the event.